Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported printer and case issues on the programmer. The printer would not print, and the printer drawer latch was damaged. The tabs were broken off the power cord door. A loose ECG (electrocardiogram) connector was also found, so the printed circuit board was replaced. In addition, the right keyboard hinge screw in the upper case was noted to be stripped, and the left and right keyboard hinges broken. Concomitant products: product ID 2067l programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer's printer was not working, and the door for the power cord compartment was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.